Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic appendectomy procedure, the stapler amputated the appendix. There were no staples on the staple line on the cecum or the appendix. They did not find any in the patient. Some looked to be still in the device although they looked bent. It is unknown how the case was completed. There were no patient consequences reported.